Event description:
The device has been explanted on (B)(6) 2024, due to migration of the active electrode. Reportedly, both, the electrode lead and the electrode array have been found completely dislocated during explantation surgery. The user has not been reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a migration of the active electrode out of cochlea. This is a final report.

Event description:
The device has been explanted on (B)(6) 2024 due to migration of the active electrode. The user has not been reimplanted due to the users wish.